Event description:
The pt received the scs system on (B)(6) 2005. It was reported that the pt had been feeling a burning sensation around the scs ipg site. It was also noted that the ipg had a possible premature battery depletion. The device would be replaced in a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.